Manufacturer narrative:
Section a: patient information was inadvertently included in the initial report. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Manufacturer's investigation conclusion: the reported event of a bent pin was confirmed with the returned 14v power module patient cable (lot # 11019042903). Visual inspection of the returned product reveal bent pin within the power module connector end of the cable, which was preventing a fully seated connection to the power module. The bent pin was straightened and was functionally tested using laboratory equipment, which did not reveal any functional issue after repair. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of physically mating the two parts. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that while changing the power source, the power cable disconnect alarm did not go away after the power cables were reconnected. Upon inspection in the hospital, the engineer found the a bended pin in the patient cable. The cable was replaced and the patient was issued a new one.